Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Product evaluation: customer report of paravalvular leak could not be confirmed through visual observations. X-ray demonstrated wireform intact. As received, all three leaflets had cuts of approximately 17mm x 7mm on leaflet 1, 10mm x 3mm on leaflet 2, and 12mm x 5mm on leaflet 3. Leaflet 2 also had a cut approximately 2.5mm long on the free margin near commissure 2. The cuts had a smooth and straight edge; leaflet fragments were not returned. Host tissue at the stent circumference was minimal at the outflow aspect. Approximately 80% of the sewing ring was cut off and not returned. Wireform was exposed at commissure 2 and around leaflets 2 and 3 on the inflow aspect.

Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, it can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operation period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to number of issues including patient related factors or structural valve deterioration. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported through implant patient registry a patient implanted with a 21mm aortic valve for 5 years 4 months, underwent a explant procedure due to severe paravalvular leak on the non coronary sinus side, severe tricuspid regurgitation and a ventricular septal defect. The surgeon repaired the ventricular defect found during the operation and implanted a 21mm aortic valve replacement as well as a 26mm tricuspid ring. The patient tolerated the procedure well and transferred to the cvicu post-op. Patient post operatively appeared to be in and out of atrial fibrillation and maybe sinus tach. On day of discharge patient had a couple bursts of atrial fibrillation and quickly converted back to normal sinus rhythm. The patient was discharged post operative day 5.